Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the customer informed the intuitive surgical, inc. (Isi) technical support engineer (tse) that 30-degree endoscope rotated automatically several times. The tse explained to the customer that the issue could be due to the guide tool change. The tse advised the customer to press the clutch button to reset the guide tool change to resolve the issue. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information, however, no further details have been received as of the date of this report.

Manufacturer narrative:
The intuitive surgical, inc. (Isi) technical support engineer (tse) was contacted to troubleshoot unintuitive motion issue of the 30-degree endoscope. The tse advised the customer to press the clutch button to reset the guide tool change to resolve the issue. No site visit was conducted. The system was working properly and no additional action was required. No images or videos were shared for the event. A review of the instrument log for the 30-degree endoscope (part# 470027-64 serial# (B)(4)) associated with this event has been performed. Per the logs, the instrument was used on (B)(6) 2022 on system (B)(4) for a low anterior resection procedure. The alleged event occurred on the 280th use of the endoscope. The 30-degree endoscope has been used in 8 subsequent procedures after the event date. This complaint is being reported based on the following conclusion: it was alleged that the endoscope moved freely with uncontrolled motions. Poor camera control could result in unintuitive motion and subsequent tissue damage. At this time, the root cause of the failure is unknown. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information can be found in the following fields: g3, g6, and h2. Evaluation information can be found in the following fields: h6, and h10. An intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 29-june-2022: the 30-degree endoscope was inspected prior to use and no issues were noted. The endoscope was rotated automatically but did not move freely with uncontrolled motions. The customer reported issue was resolved with a system power cycle. The endoscope will not be returned.